Manufacturer narrative:
The consumer was sitting on the rollator, when the frame allegedly bent and the unit collapsed. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. It is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. No serious injury has been reported. MDR filed based on alleged unconfirmed malfunction.

Event description:
The consumer was sitting on the rollator when the frame allegedly bent, causing the unit to collapse. No injury is alleged.